Manufacturer narrative:
Investigation conclusion: retention product for the reported lot number was tested with quality control cut-off standard (20 miu/ml). All test devices produced expected positive results at read time and met quality control release specifications. No false negative results were observed. Manufacturing batch record review did not uncover any abnormalities. Case details do not indicate if the urine sample was a first morning catch. Per the package insert, a very dilute urine specimen, as indicated by a low specific gravity, may not contain representative levels of hcg. When pregnancy is still suspected, a first morning serum or urine specimen should be collected 48 hours later and tested. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
On (B)(6) 2018, the patient tested using a urine home pregnancy test (brand unspecified) and received a positive result. The same day, the patient presented in the emergency department with vaginal bleeding. A urine sample was collected and a cardinal health rapid test hcg combo test produced a negative hcg result. The patient was sent to the laboratory where a serum sample was collected and a second cardinal health rapid test hcg combo test produced a positive result. A serum beta hcg quantitative test was also performed and produced a result of 54 miu/ml. The customer was unable to provide any additional information on the status of the pregnancy but confirmed no treatment was performed or withheld based on the negative hcg result.

Manufacturer narrative:
Investigation conclusion updated to include investigation of return product. Refer to investigation conclusion below: investigation conclusion: retention and returned product were tested with quality control cut-off standard (20miu/ml). All test devices produced expected positive results at read time and met quality control release specifications. No false negative results were observed. Manufacturing batch record review did not uncover any abnormalities. Case details do not indicate if the urine sample was a first morning catch. Per the package insert, a very dilute urine specimen, as indicated by a low specific gravity, may not contain representative levels of hcg. When pregnancy is still suspected, a first morning serum or urine specimen should be collected 48 hours later and tested. Based on the information available, there is no indication of a product deficiency and no corrective action is required.